Event description:
#Medwatcher #(B)(4). Since having the essure devices placed I have experienced brain fog, 20 lb. Weight gain, lack of energy, feeling like I've been hit by a bus 24/7, tingling and numbness in both hands and both feet, excessive vaginal moisture with strange odors, metallic taste in mouth, eye twitching,